Manufacturer narrative:
(B)(4).

Event description:
It was reported that memory loss and backup vvi mode was observed on the pacemaker while in box post distribution. Warehouse testing confirmed bvvi mode. The device was returned. No patient was involved.

Manufacturer narrative:
The reported event was confirmed. The device was received in backup operation. Analysis of the device image determined backup occurred due to a software error while the device was still in box. Software error was reproduced during cold temperature soak indicating xena integrated circuit cold temperature sensitivity. Further testing after reloading firmware found the device battery is still above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.